Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However it was noted that no stent was mounted on the stent delivery system. The stent dislodged prior to entering the patient's body. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upn- search corrected from (B)(4) - synergy ii us mr 4.00 x 16 - 39260-1640 to (B)(4) - synergy ii us mr 2.25 x 28 - 39260-2822. Upn corrected (B)(4). Catalog/model # corrected from 39260-1640 to 39260-2822. Device evaluated by MFR: a synergy ii us mr 2.25 x 28mm was returned for analysis; the manifold of the stent delivery system was not returned. An examination of the crimped stent found damage to the proximal region of the stent. Stent strut rows 1-9 from the distal end of the stent were undamaged; the remainder of the struts were damaged and deformed. The proximal struts were damaged and bunched in a distal direction exposing approximately 6mm of the balloon wall. The crimped stent outer diameter of the undamaged distal section was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. There was a break in the hypotube at approximately 134cm from the distal tip of the device. The proximal end of the device containing the manifold was not returned for analysis. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However it was noted that no stent was mounted on the stent delivery system. The stent dislodged prior to entering the patient's body. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported.